Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump shut off and after inserting new batteries the device still did not work. The customer's blood glucose level was 432 mg/dl. The customer treated with the insulin pump. The customer found the device alarmed battery out limit, bad battery, no power, weak battery, low battery, after battery change, and no delivery in the alarm history. The customer completed troubleshooting for the insulin pump but was told to monitor the device. Nothing was replaced or returned for analysis.